Event description:
In 2009, ormco corporation received notification that during the debonding of brackets, the tip of the damon debonding plier broke and fractured the crown portion of a patient's tooth #41.

Manufacturer narrative:
The doctor reported that the patient was sent to his dentist immediately after the incident to have the fractured tooth examined. The patient's dentist removed the fractured tooth portion, performed a root canal and placed a temporary crown. The patient is currently doing well and waiting for the placement of a permanent crown. The doctor reported that an evaluation of the patient's x-rays indicated that there was no damage to the patient's tooth structure prior to orthodontic treatment. The doctor has made several attempts to obtain additional patient dental history information from the patient's dentist; however, the patient's dentist has remained unresponsive. The product was returned to ormco corporation for evaluation. The evaluation was unable to determine the cause of the tip breakage. The results of material hardness testing indicated that the tip was within product specification. Visual examination of the returned product revealed rust on the tip and two pits which indicate where the fracture originated. It cannot be optically determined however, if these pits existed prior to the breakage or if they occurred as a result of the breakage.this is the final report. - attachment: [damondebondingplier 2016150-2009-00036 - evaluation.pdf]